Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the catheter broke during retrieval from the patient. The physician replaced it with a new catheter and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that the catheter broke during retrieval from the patient. The physician replaced it with a new catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.